Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient experienced a loss of stimulation in their upper back following a herniated disc at the end of (B)(6) 2016. The patient was seen in the office on (B)(6) 2016. Impedance measurements were taken and all values were in range. The rep was able to reprogram and obtain coverage for the patient's upper back and set adaptivestim. The issue was resolved. The patient then started to experience adaptivestim issues in (B)(6) 2016 shortly after they were reprogrammed on (B)(6) 2016. Stimulation output did not change as expected. The patient also experienced rib stimulation but that seemed to have subsided. The patient's amplitude was not changing when they changed positions. The patient had stimulation on constantly and stimulation was extremely strong when walking. The rep made adjustments on (B)(6) 2016 and the patient felt the changes even though stimulation was turned off. Stimulation was turned on after the changes were made and stimulation was so strong it made the patient jump off the table. Additional information was received from the rep. It was reported that the implantable pulse generator was completely re-oriented and adaptivestim was rest. The stimulation issues resolved after this action was taken.

Manufacturer narrative:
Correction: upon further review, the date received by MFR was corrected from 2016-may-04 to 2016-may-02. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.